Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and was unable to perform an investigation on the complaint because only the applicator was returned. The customer's complaint of a detached sensor wire was not confirmed. A probable cause could not be determined.